Manufacturer narrative:
The address of the reporter is: (B)(6). Manufacturer's investigation conclusion: the reported event of the system monitor's screen intermittently blinking was not confirmed. Issue reported was not able to be duplicated as (B)(4) was able to operate as intended and experienced no communication issues when operated on a heartmate mock loop for several days. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a system monitor related issue. Incidental findings: damaged component on the dac converter pcba. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with mfg and qa specifications. System monitor serial number (B)(4) was shipped to the customer on (B)(6) 2016. Heartmate 3 instructions for use section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when using the system monitor, the system monitor while connected to a patient started blinking for some time. Later, it showed that the patient had a pump off while the pump flow was shown on the controller as 4 lpm. The monitor also showed that the patient data was not received. The patient was switched over to batteries and the system monitor was changed. The patient was stable the whole time. No additional information was provided.

Manufacturer narrative:
(B)(6). Manufacturer's investigation conclusion: the reported event of the system monitor's screen intermittently blinking was not confirmed. Issue reported was not able to be duplicated as (B)(4) was able to operate as intended and experienced no communication issues when operated on a heartmate mock loop for several days. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a system monitor related issue. Incidental findings: damaged component on the dac converter pcba. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with mfg and qa specifications. System monitor serial number (B)(4) was shipped to the customer on (B)(6) 2016. Heartmate 3 instructions for use section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when using the system monitor, the system monitor while connected to a patient started blinking for some time. Later, it showed that the patient had a pump off while the pump flow was shown on the controller as 4 lpm. The monitor also showed that the patient data was not received. The patient was switched over to batteries and the system monitor was changed. The patient was stable the whole time. No additional information was provided.